Event description:
It was reported that the customer experienced high blood glucose levels and that the reservoir may have been occluded. The blood glucose reading was 405 mg/dl. The customer stated that he was not sure whether he had had a bad plunger in it or not. He noted that he could not bolus and that the insulin pump never alarmed no delivery. Nothing further reported, as the customer was satisfied with having the supplies replaced.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.